Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of the light adjustable lens+ (lal+). A vitrectomy was performed and a light adjustable lens was successfully placed in sulcus during the procedure.